Event description:
Elderly male with history of dm, htn and coronary artery disease. Procedure: percutaneous coronary intervention (pci) of the right coronary artery (rca). The stent was damaged by calcium. Removed without known harm to the patient, new device used without further complications. Patient discharged the same day. Manufacturer response for coronary drug-eluting stent, synergy¿ xd (per site reporter) will obtain.